Event description:
The customer reported that the system was locked up and continued to indicate making x-rays. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fse reported that the customer had experienced an ffb reboot failure and explained that when this failure occurs the system acts as if it continues making exposures; however, it is not producing x-rays. The reported issue could not be duplicated. The power supply was adjusted and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.